Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only huma¬log and novolog have been tested and found to be compatible for use in the pump. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from stable to 327mg/dl and the customer administered a manual injection to address the bg level. For the past occlusion alarm, the customer performed troubleshooting on their own and found that the occlusion resided in the infusion set tubing. The customer changed their infusion set and received another occlusion alarm. A pump system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support advised the customer to change their infusion set tubing, and informed the customer that apidra is contraindicated for use with the pump.